Event description:
During a crown preparation procedure, patient complained of a burning sensation to the doctor. Doctor observed that the handpiece had overheated, and patient received second degree burns to the inside of the cheek and lip. Patient was under a local anesthetic, lidocaine, at the time of the injury. The doctor has had a follow up visit with the patient and the wound has healed with a small scar left on their lip. Patient has not reported that any additional medical treatment or complications have resulted from this injury.